Event description:
Report received of the device failing to alarm for air in line. The pump was returned from clinical use with a report of "beeping" and displaying the message "empty container" when the container was not empty. During testing by the user facility, the device reportedly failed to detect air in line. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.